Event description:
It was reported that the patient underwent an anterior l4-l5 fusion in using rhbmp-2/acs with a peek optima spacer and stalif-l instrumentation. The rhbmp-2/acs was mixed with demineralized bone matrix and autograft. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: lumbar spinal stenosis; lumbar instability; internal disc disruption; lumbar radiculopathy; post laminectomy syndrome. For which, patient underwent following procedures: anterior retroperitoneal approach with exploration and mobilization of iliac vessels to expose the l4-5 disc; anterior lumbar interbody fusion l4-5 with bone morphogenetic protein soaked collagen sponge, demineralized bone matrix, and local autogenous vertebral body autograft; anterior lumbar discectomy l4-5 complete with anterior lumbar decompression with decompression of anterior thecal sac and exiting and traversing nerve roots l4-5 with partial posterior vertebral endplate corpectomy l4-5 for purposes of spinal canal decompression; anterior interbody reconstruction l4-5 with peek machined prosthetic interbody spacer; anterior spinal instrumentation l4-5 with stalif-l anterior spinal instrumentation system; use of and interpretation of intraoperative fluoroscopy for placement of anterior and posterior spinal instrumentation and reconstruction; contouring and preparation of bone on back table for purposes of anterior interbody lumbar fusion; posterior facet joint fusion l4-5 and ls-s1 with demineralized bone matrix; posterior nonsegmental pedicle screw instrumentation l4-5 with alphatec instrumentation system minimally invasive; lumbar decompressive foraminotomy l4-s for decompression of right l4 nerve root; lumbar decompressive foraminotomy ls-s1 for decompression of right ls nerve root; use of operating microscope; use of and interpretation of intraoperative fluoroscopy for placement of posterior spinal instrumentation; intraoperative spinal monitoring. Per op notes, a properly sized peek implant was then packed with a combination of bone morphogenetic rolled collagen sponges around demineralized bone matrix and local autogenous morcellized bone graft. This was then impacted in the l4-5 interbody space under fluoroscopic visualization. A combination of demineralized bone matrix and local autogenous bone graft was then packed around the spacer to help enhance the anterior interbody fusion. The facet joints at l4-5 and ls-s1 were then decapsulized, decartilaginized, and decorticated and packed with a combination of demineralized bone matrix and local autogenous bone graft. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.